Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up, stuck at startup. The review of system log files showed software error. Upon troubleshooting, the fse confirmed that the suite pc software was corrupted. To resolve the issue, the fse reloaded the suite pc software, restored relevant backups and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen.the device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.